Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that lens defective noted upon implantation during an intraocular lens (iol) implant procedure. Lens was explanted at initial procedure. Replaced with unspecified lens. Additional information has been received as lens was damaged upon insertion, had scratches. There was no patient harm.

Manufacturer narrative:
Correct viscoelastic should be unspecified viscoat. The lens was returned positioned incorrectly in the lens case. The lens was pressed against two post of the lens case and the well area. The optic was cut in two places from the edge toward the center, typical of removal. The lens was cleaned with klrp for further evaluation. The optic has damage on the anterior edge that may have been caused by the handpiece. The used company cartridge was also returned. There did not appear to be adequate viscoelastic in the cartridge. The cartridge tip had heavy stress. The cartridge tip had three large aneurysms; one top center and two on the bottom left and right. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed for the iol and the cartridge and documentation indicated the products met release criteria. A qualified handpiece and viscoelastic were indicated. The root cause of the lens edge damage could not be determined. The damage was a chip edge, not a scratch. The used company cartridge was also returned. The cartridge tip had heavy stress. The cartridge tip had three large aneurysms; one top center and two on the bottom left and right. Top coat dye stain testing was conducted with acceptable results. The damage observed to the tip of the used cartridge (large aneurysms and heavy stress) typically occurs if the lens is not positioned/folded correctly for advancement and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge without causing damage. The placement of the lens damage and the cartridge tip damage would support the plunger was not in a proper position for delivery. Information was provided that adequate ovd was used in the cartridge and the lens was delivered within 2 minutes of loading. Residual ovd observed may indicate the cartridge was not filled as indicated. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The company cartridge IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Results of the product evaluation were provided to the training group and global quality customer affairs.